Event description:
According to the reporter, prior to use, both endotracheal tube's cuff had inflation or deflation issue. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: 109-75, 109-75 7.5mm hi-lo murphy 86112 x10 (lot#:202304149x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the inflation line on both the returned units were squashed at the end of the flared section of the secondary lumen. Functionally, an attempt made to inflate the returned unit showed that the cuffs only inflated partially, and restriction was noted during deflation. It was reported that both endotracheal tube's cuff had inflation or deflation issues. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.